Event description:
During an in clinic follow up, it was noted that the device was in back up vvi mode. Technical support was contacted and the device was successfully restored. The patient was stable.

Manufacturer narrative:
The reported event of the device entering backup mode was confirmed. Based on the provided information, it was determined that the device entered power-on reset due to MRI settings not being enabled prior to the MRI.